Event description:
The facility reported a pump with a failure on channel a. It is unknown when this problem occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the failure on channel a was confirmed. During product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703:00 in the event history confirms the defective uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.